Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a rewind anomaly. The piston in the device is only about half way back. It would not rewind to complete the infusion set change. The insulin pump¿s screen would show that it is rewinding but nothing will happen. The customer¿s blood glucose during the incident was 380 mg/dl. The customer¿s blood glucose levels were running high. They were currently on manual injections. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, operating currents, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump passed the delivery accuracy test. Device was monitored and no rewind anomaly during testing. Device received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.